Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/14/2024, it was reported by an arthrex employee via email that an unknown arthrex product had difficulty while using the trochanteric femoral nail system when inserting the lag screw through the aperture of the nail while attempting to utilize the "left telescoping lag screw." Once the threaded portion of the lag screw advanced beyond to the opposite (medial) side of the nail, a portion of the thread was noticed to have sheared off from the lag screw. The lag screw was then further inserted to the appropriate depth, and no further issues occurred throughout the remainder of the procedure. This was discovered during a procedure on (B)(6) 2024. Additional information received on 3/20/2024: this was discovered during a trochanteric intramedullary nailing of the left femur procedure. The broken fragments were not removed. The case was not delayed, and additional anesthesia was not necessary.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.